Event description:
IV cap connected to back-check valve infusing doxorubicin leaked. Nurse disconnected cap and attached both back-check valve and IV tubing without any connecting caps. The new connection was straight male-female counterparts; no further leakage was noted.